Event description:
It was reported that the patient had a surgical procedure to revise an ambicor penile prosthesis (app) device due to the pump not working. The patient could not use the system.

Manufacturer narrative:
D4 model/lot number updated the ambicor cylinders, pump and tubing were visually inspected. Cylinder 1 has broken fabric treads in cylinder body; no leak was found. The front tip of cylinder 2 was deflated; no leak was found. The kink resistant tubing (krt) was worn to filament; no leak was found. There was no damage to the pump. Product analysis concluded that the identified the cylinder with broken fabric treads which would result in the cylinder inflating differently than intended and therefore align with the reported event. Therefore, product analysis confirmed device malfunction.the product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a surgical procedure to revise an ambicor penile prosthesis(app) device due to the pump not working. The patient could not use the system.